Event description:
The customer reported that the material on the canopy is ripped but couldn't specify where. There was no patient injury reported. Inspection of the canopy by posey shows that at the start of the drainage port zipper, there is a 6 inch tear.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that on the panel side a there is a 6 inch tear at the start of the drainage port zipper. There is subsequent damage to the outside of the mattress envelope and the foot end of the canopy. (B) (4).